Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gross dislodgement due to twiddler syndrome. The rv lead was explanted and a leadless ipg was implanted. No further patient complications have been reported as a result of this event.